Event description:
According to the literature, the purpose of the study was to evaluate safety, time to recurrence, and overall survival in patients with liver metastases, treated with transarterial chemoembolization (tace) followed by ablation from august 1998 to september 2015. They used multiple ablation techniques and devices wherein one of which, included radio frequency ablation system with cool-tip. There were 42 patients treated for 44 liver metastases. Complications occurred in 19 patients (45%). The majority of patients experienced complications that resulted in no therapy or nominal therapy of no consequence. These complications included a burn from the ablation grounding pad.

Manufacturer narrative:
Title: combined chemoembolization and thermal ablation for the treatment of metastases to the liver source: abdom radiol (2018) 43:2859¿2867 published online: 3 march 2018. If information is provided in the future, a supplemental report will be issued.